Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was protruded. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.